Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device's battery contacts were covered with dirt. Physio cleaned the device's battery contacts. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer advised physio-control that no additional patient information is available.